Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The total uf setting was programmed incorrectly (use error) and the patient was not draining sufficiently throughout therapy. This led to accumulation of pd fluid in the patient's peritoneal cavity. The excessive drain was captured by the device as high drain alarm. The homechoice pro clinician guide warns that if certain settings such as the total uf, are not programmed correctly, the patient may experience increased intraperitoneal volume (iipv), that in some patients may be manifested by difficulty breathing. Incorrect programming of the total uf of the device therapy possibly caused or contributed to bloating and shortness of breath for the patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient felt bloated and slightly short of breath during dwell 4. The patient was connected to the homechoice pro device at the time of the events. The patient stated the heater bag was almost completely empty, the supply bag was empty, the final line was full, and a new program was being used. The patient performed a manual drain with a drain volume of 4280ml before disconnecting. It was reported there was an insufficient total uf for the solution strength used. Renal therapy services suggested the patient contact the peritoneal dialysis registered nurse regarding the therapy settings and high drain. The device was operational, and a swap was not necessary. No additional information is available.